Event description:
A tech reported that during the laser treatment, the laser was losing track intermittently. They were able to re-track and the procedure was completed without delay. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).